Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
Once the guide catheter was into position, the physician then introduced the penumbra px400 microcatheter with a 90-degree angle into the aneurysm over a guide wire. Once the catheter was in place about midway into the aneurysm, the physician selected the first coil, which was a 12mm x 35cm complex standard coil. During the first detachment with the penumbra detachment handle, the physician noticed that the plastic band at the proximal end only separated less than an inch. The audible clicking feedback from the detachment handle was also not observed. The physician confirmed under fluoroscopy that the coil did not detach. The physician then attempted a second detachment with the same handle after repositioning the catheter in the aneurysm. The separation of the plastic and at the proximal end remained the same and the coil still did not detach. The physician then used the detachment handle again to attempt to detach the coil, but this time the physician added more force to the handle by pulling with his right hand while the lever was activated on the handle. After this manipulation with the handle, the proximal band was observed to separate even further and the coil was confirmed to detach under fluoro. The physician removed the pusher and then selected a second coil, which was a 10mm x 40cm complex soft penumbra coil 400. Once the coil was fully deployed the physician attempted to detach the coil and it was observe via fluro again that the coil did not detach. After three failed attempts to detach the coil with the handle with manual force with the lever activated, the physician decided to try to manually separate the pull wire by hand. The first attempt also failed to deploy the coil. The physician commented that as he pulled on the pull wire he felt stretchiness in the wire and a reflux back on each pull like a rubber band. After two attempts with this technique, the fellow then tried to manually separate the pull wire. After his first attempt, the physician noticed that the black ptfe liner had a 3 cm separation and coil was observed under fluro to have detached (note - the catheter remained in the same position during every attempt to try to detach the coil). The physician then selected a 7mm x 20 cm complex soft penumbra coil 400 as his next coil sequence. He also used a new detachment handle. After the coil was deployed into the aneurysm the new handle was utilized and a perfect separation was observed and visual confirmation was received that the coil detached. The next two coils selected also were deployed with no incident with this new detachment handle. The initial detachment handle and the two pushers are being returned to penumbra for review and analysis. This MDR is associated with MDR 3005168196-2011-00251 and 00253.